Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Difficult imaging was noted. One clip was implanted on the mitral valve however post deployment the clip detached from the posterior leaflet (single leaflet device attachment / slda). A second clip was implanted to stabilize the slda clip, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on all available information, the reported single leaflet device attachment (slda) was due to poor imaging. A cause for the reported poor imaging could not be determined. Lastly, the reported unexpected medical intervention was a results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.